Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 317s-254s and heparin was administered. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The final implant depth was 3mm on the left coronary cusp (lcc) and 3mm on the non-coronary cusp (ncc). On (B)(6) 2025, a permanent pacemaker was implanted due to second degree heart block and left bundle branch block started on (B)(6) 2025. The patient was reported stable.

Event description:
N/a.

Manufacturer narrative:
An event of patient effects heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The investigation was unable to determine the cause of the reported heart block. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.